Event description:
This nurse inserted a 6 fr foley catheter (lot #25ebj233) into patient before surgical procedure. After urine was seen in catheter, catheter was advanced, and balloon was inflated with the kit's 3ml syringe. Right after catheter placement, surgical positioning was performed during which catheter fell out of patient. It is reported that no tugging or pressure was applied on the foley at this time. Upon inspection, it appeared that the foley catheter's balloon had ruptured.